Event description:
It was reported that caller experienced a minimum fill notification while attempting to load insulin cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Caller was instructed to clean pneumatic tap area and to reload same cartridge, but issue persisted, so technical support guided caller through properly filling and loading new cartridge, after which pump functioned normally and caller resumed insulin delivery.